Manufacturer narrative:
(B)(4).

Event description:
During follow-up, non-sustained right ventricular oversensing episodes were noted due to post paced t-wave oversensing. The device was reprogrammed to resolve the issue. The patient is well.